Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.00/+1.5/076 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Manufacturer narrative:
Corrected data: h6: 4629 should be omitted and replaced with 4627: device explantation for correction. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 17-jul-2023. G3: 14-aug-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).